Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.per tandem user guide: do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 150 mg/dl.